Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's body rejected the pump about 4-5 weeks after insertion. It was noted that the patient developed a bad infection and the pump was surgically removed. It was stated that the patient had an allergy to nickel and wondered if the pump contained any. No further complications have been reported as a result of this event.